Manufacturer narrative:
E1: patient city: (B)(6). Patient country: brazil.

Event description:
Reference number (B)(4). Event occured in brazil. On (B)(6) 2025, the patient reportedly experienced a leakage in their infusion set. The leak was located at the quick release site. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The information in this complaint (B)(4) has leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing). The batch 5413232 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 03 and wi guidance for functional testing for complaints area version 02 for the code leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing). Complaint investigations. Test results: visual inspection according to wi version 3 on reference samples, reference samples passed the test. Functional (flow test) test according to wi version 2 on reference samples, reference samples passed the test. Functional (leak test) test according to wi version 2 on reference samples reference samples passed the test. Device history record (DHR) review: the lot 5413232 was packaging according to the wi version 73,packaged in the machine m12, on 06/feb/2023 with a total of (B)(4) units. Assembly DHR review: the lot 5416290 was manufactured according to the wi version 25,manufactured in the line assembly quickset, on 06/feb/2023 with a total of (B)(4) units. The lot 5416291 was manufactured according to the wi version 25, manufactured in the line assembly quickset, on 06/feb/2023 with a total of (B)(4) units. The lot 5416292 was manufactured according to the wi version 25, manufactured in the line assembly quickset, on 07/feb/2023 with a total of (B)(4) units. Glue tubing DHR review: the lot 5415889 was manufactured according to the wi version 37 manufactured in the machine 04-05-08, on 03/feb/2023 with a total of (B)(4) units. The lot 5413533 was manufactured according to the wi version 37, manufactured in the machine 04-05-08, on 05/feb/2023 with a total of (B)(4) units. The lot 5417004 was manufactured according to the wi version 37, manufactured in the machine 04-05-08, on 06/feb/2023 with a total of (B)(4) units. Trending: a query was run in database on 12/jun/2025 against malfunction code leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing) and lot 5413232 and no other complaint has been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: defect on tests for reference samples related to the complaint, no non-conformance (nc) raised during production related to complaint code, no other complaint received on the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.